Event description:
It was reported via repair work order that the right siderail could not be latched in place due to a broken spindle the broken spindle resulted in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.